Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) stated that he tried to charge the ins on sunday and it lit up but would not charge the ins now the controller won't light up at all. Pt stated he called before about this and did not have any equipment replaced as he did not have equipment with him on the call. Pt connected the controller to ac power w/o the li battery and verified the controller does power up. Pt put the li battery in and the controller does not show the controller is charging. Pt verified there is no visible damage to the controller battery pins or the li battery pins. See request to repair for the controller and li battery pack patient called back and reported batteries empty (screen 79) while attempting to pair replacement controller with ins. Agent confirmed green light on ac power supply. Agent attempted reset with ac power supply, but msg reappeared. Agent had patient insert aa batteries and patient reported controller progressed to setup for implant and then no device found. Agent had patient attempt to press stimulation on/off button, but patient reported that did nothing. Patient stated they saw a bent prong inside controller battery compartment. Agent confirmed they were using replacement controller, and not original. An email was sent to repair for replacement controller. Pt called back in and reported the same message continued to display. Agent had the pt reset the controller. They plugged the controller into the a/c cord and the controller started to flash green. Agent reviewed to let the controller charge and the agent would make an out bound call later to verify the controller was able to charge. Agent called the pt back and the pt confirmed the battery was charging and the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6); product type: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller battery is completely dead and will not charge or do anything since (B)(6) 2024. Patient stated he had to reschedule his MRI appointment because the controller will not take a charge. Patient did not have the controller with him to troubleshoot. Patient stated he is truck driver and does not have the devices with him. Agent recommend calling back with the external devices. Agent reviewed patient should carry the controller with them in case they need to use controller. The issue was not resolved. An email was sent to the repair department to replace the controller device. Patient stated that he tried to charge the ins on sunday and it lit up but would not charge the ins now the controller won't light up at all. Pt stated he called before about this and did not have any equipment replaced as he did not have equipment with him on the call. Pt connected the controller to ac power w/o the li battery and verified the controller does power up. Pt put the li battery in and the controller does not show the controller is charging. Pt verified there is no visible damage to the controller battery pins or the li battery pins. See request to repair for the controller and li battery pack